Manufacturer narrative:
The reported event of failure to advance the sylet down into the lumen of the lead was not confirmed. A complete lead, without the stylet was returned in one piece for analysis. Dissected the lead at the middle region did not find any obstruction inside the inner coil. The stylet was able to be fully inserted inside the lead and removed without restriction. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The reported event of failure to advance the stylet down the lumen of the lead was not confirmed. As received, a complete lead was returned in one piece for analysis with the stylet partially inserted inside the lead. The lead was dissected at the middle region but did not find any obstruction inside the inner coil. The stylet was able to be fully inserted inside the lead and removed without restriction. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, two stylets were attempted to advance down the lumen of the left ventricular (lv) lead but were both unsuccessful. It is suspected that the cause of the event was due to the lv lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.